Event description:
Customer called lfs on 10/2/2002 alleging their ot basic meter was reading inaccurately low. Customer had been getting low readings beginning in 2002. Pt obtained a reading of 28 mg/dl the same day at 9:00 pm. Pt stated they did not have any symptoms but pt ate some sugar based on the reading and went to sleep. The following day, pt obtained a reading of 39 mg/dl at 9:00 am. Pt stated they still had no symptoms and treated themselves with sugar based on the reading. At 5:00 pm pt tested again and obtained a reading of 37 mg/dl. Customer began to worry about the low readings and went to the ER around midnight. Pt was still not experiencing any symptoms. Customer's reading at the hosp was 500 mg/dl pt was treated with insulin. Customer was admitted to the hosp. At time of the call with customer services the meter passed the check strip test and the control solution test was in range, 80-112. Customer felt comfortable with the meter after troubleshooting. The meter and test strips are being replaced for the customer. The customer stated the test strips were not expired and were stored correctly.